Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. Technical support checked the pump history and confirmed that the bolus was requested manually and confirmed that the pump was working as intended. However, the customer did not acknowledge. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy. No additional information was provided.